Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a loose grip cable at the distal end. Additionally, the instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring approximately 0.069¿ x 0.295¿ was not returned with the instrument. The instrument was found to have a dislodged proximal clevis at the distal end. The instrument was found to have scratch marks to the proximal clevis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the prograsp forceps instrument had loose cables. The procedure was completed. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: fragments fell into the patient, and it is possible that not all of them have been removed.

Manufacturer narrative:
An investigation is in progress to determine the cause of the reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but it has not been received for failure analysis evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .